Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; data drive corruption found. Hard drive was reconfigured and software was reloaded to resolve issue. (B)(4).

Event description:
It was reported the screen went black when booting up. Programmer was turned off/on and it did not boot up. The programmer was returned for repair. No patient complications have been reported as a result of this event.